Manufacturer narrative:
Device was not returned for analysis. Please reference MDR 2183870-2008-00010 for protege rx carotid stent.

Event description:
In 2007, pt underwent treatment of a 90% stenosis at the ostium on the left internal carotid artery. The spiderfx was delivered. The lesion was predilated and one stent was successfully deployed. Distal embolization occurred post-stent placement with no add'l treatment performed. The spiderfx device was retrieved with no debris noted in the filter. The site reported a 10% final residual stenosis. The investigator reported occurrence of a major ischemic stroke during the procedure. The hospital discharge summary noted the following: "immediately post procedure, the pt was noted to have right-sided weakness consistent with probable distal embolization, although angiographically there was no sign of this in the craterization lab. Pt did have signs and symptoms consistent with a left hemispheric stroke based on follow-up CT scan." CT of the brain performed without contrast on the same day was normal. A repeat CT of the brain performed two days later, showed a focal, non-hemorrhagic infarction involving the internal and possibly external capsule on the left side; no bleeding, no midline shift. The post-procedure nih stroke score increased to 13 due to partial facial paralysis, no movement of the right arm and leg and ataxia. The pt was discharged to a rehab facility the next day, on asa and clopidogrel.